Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was unable to log in to certain machines. A technical support specialist (tss) remoted onto the app server and ran the monitoring query, the carefusion coordination engine (cce) connection disconnect flag was 1. After remoting onto the cce server, tss found the cce services stopped and the e drive full. Tss deleted old backups, started the services, and restarted the messaging service on the es app server, but the cce service immediately stopped again. The server had been running for 288 days. After clearing space and restarting the cce services, messages began draining. Backup retention was reduced from 2 to 1 day. The customer reported an interface engine issue that was resolved after a restart, but messages later backed up again. Tss confirmed no backups on the interface, increased retention to 3 days, and closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down for 1 hour 44 minutes because of which pharmacy order and admissions were delayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.